Event description:
Device 3 of 3. Reference MFR report 1627487-2019-00948; reference MFR report 3006705815-2019-00294. Follow up revealed that the patient's system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 2 of 3. Reference MFR report 1627487-2019-00948. Reference MFR report 3006705815-2019-00294. It was reported that the patient experienced ineffective therapy. As a result, the patient's scs system will be explanted and replaced by a drg system.